Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
The primary surgery was on (B)(6) in 1999, and the first revision took place on (B)(6) in 2011 in order to renew the liner and the head. 3 years after the first revision, recurrent dislocation occurred in 2014. During the redress, the breakage of the stem neck happened. Consequently, the surgeon performed the second revision in order to replace the aml-plus stem with the alco system (by biomet) on (B)(6) in 2014. The surgery was successful, and the patient is now under observation for a full recovery.

Manufacturer narrative:
Additional narrative: examination of the reported devices by depuy material science finds the femoral stem fractured due to low stress, high cycle fatigue. There were no inclusions or material defects observed that would have contributed to crack initiation or propagation. Review of the femoral stem device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. The investigation can draw no further conclusions with the information made available. No patient demographics, records, or x-rays were made available for review. Implant positioning cannot be commented upon. Based on the performed investigation, the need for corrective action has not been identified. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.